Event description:
It has been reported to philips that the allura system could not expose intermittently. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not expose intermittently. The fse checked the logfiles and found the ippc (image processing pc) failed at the startup. The fse replaced the ippc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.